Event description:
On (B)(6) 2025, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® iliac branch endoprostheses (ibe). The gore® dryseal flex introducer sheath (dsf1633/unknown) was used for access. Reportedly, the implant procedure was complex but ended well without any complications related to the device. The patient tolerated the procedure. It was reported that on (B)(6) 2025, the physician had to take the patient back due to a femoral dissection that occurred, and it was required an interposition bypass open graft. The patient is doing well post-op. Reportedly, it occurred more than likely when the sheath was placed or during the percutaneous closure device closure. It was reported that the sheath was off-label used because the vessels were calcified and measured 5-6mm. The physician felt some resistance while advancing and withdrawing the sheath.

Manufacturer narrative:
H.6. Code c20: a review of the manufacturing records for the device could not be conducted because the lot/serial number remains unknown. The information was requested however was not available as the site did not record this information. The sheath was discarded at the facility and is not available for analysis. The fsa mentioned that the sheath was off-label used per vessel¿s measurements and vessel¿s calcification. According to the gore® dryseal flex introducer sheath instructions for USA (IFU), possible adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath which may or may not require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additionally, the IFU sates: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The vessel diameter of the injury site was about 5- 6mm and calcified. Per IFU sizing guide for the dsf1633, the ID diameter is 5.3mm and od diameter is 6.1mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.